Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported that implant #15 was loose and "came out". Patient experienced discomfort and implant failed to integrate.